Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation. A piece measuring approximately 0.030" x 0.104" was missing from the conductor wire. The conductor wire was exposed as a result. The missing piece of insulation was not returned. The instrument passed an electrical continuity test. Further investigation found that the instrument had abrasions/mechanical indentations on the bipolar yaw pulley. There was no material found to be missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided stating: the maryland bipolar forceps instrument had mechanical indentation damage to the bipolar yaw pulley. It is possible that there is also damage to the conductor wire since it is near the yaw pulley damage, however, it is not obvious in the photo.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument was observed to have an exposed front-end cable. The procedure was completed using a backup maryland bipolar forceps instrument with no reports of patient injury. An intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use and no damage was observed. The damage to the instrument was first observed when it was removed from the patient. There was loss of cautery and signs of thermal damage. There was no arcing observed. There was no problem removing the instrument form the cannula. There was no instrument collision and no injury to the patient.